Event description:
Allegedly revised due to broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00339.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. Photographic images were made of the product. (B)(4).

Manufacturer narrative:
Additional information: product returned for evaluation. Incident investigation reopened. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00339 and 1043534-2013-01230, 01231.